Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 while holding the act during the manual prime. Customer's blood glucose was 4.4 mmol/l. The customer was advised that the device would be replaced as the force sensor didn't detect the reservoir.

Manufacturer narrative:
The insulin pump passed displacement and rewind tests. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk noted. Missing drive support cap sticker, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.